Manufacturer narrative:
Block b3: exact date unknown, event occurred year 2017. D6b: explant date: 2017.

Event description:
It was reported that the patient underwent an explant procedure due to an infection. No further information could be obtained despite good faith efforts.